Manufacturer narrative:
One cadd® prizm vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "failed flow test- +7.7%". Visual inspection found the pump to be in good physical condition. The event log revealed no evidence of the reported problem. Yes, the customer's reported problem regarding delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Recommend expulsor to be trimmed down to bring the delivery accuracy closer to nominal of a range.

Event description:
It was reported that a cadd® cadd-prizm® vip system had failed flow test x2 - +7.7%. There was no patient involvement - failed during testing.